Event description:
It was reported that this right ventricular (rv) lead dislodged during implant. While attempting to reposition the lead, the physician suspected the lead broke due to overturning the helix. High pacing impedances were noted. No adverse patient effects were reported.